Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for critical pump error. The customer¿s blood glucose was unknown at the time of the incident. Customer stated that b she was in the pool and she received a critical pump error. Customer reported that they received a critical pump error image on the pump screen. Customer reported that no any pump error(s) was displayed before the critical pump error image was displayed on the screen. Customer declined troubleshoot for low blood glucose. Advise the pump will need to be replaced. Advise to discontinue use of the pump and recommended customer refer to back up plan per healthcare provider¿s instructions. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit was received with blank display due to corroded electronic assemblies. Unable to verify critical pump error due to blank display. Unit was received with corroded battery tube and corroded motor home switch. Unit was received with cracked retainer, cracked case corner of the belt clip rails near the battery compartment, missing display window cover, minor scratches on case, cracked battery tube threads and minor scratches on lcd window.